Event description:
It was reported that during an upgrade procedure, the atrial lead had dislodged. Attempts to reposition were not successful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant product: 6947m implantable tachy lead (B)(6) 2013. (B)(4).